Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) forgastrointestinal, pelvic floo r;urinary dysfunction/sacral nerve stim it was reported that  they had a battery change since it was loosing its effectiveness. The patient goes every 6 months for a battery check and about 6 months ago their hcp noticed that their previous implant's battery needed to be replaced. Patient got a new implant and is doing fine. The patient was redirected to their healthcare provider to further address the issue. Outbound communication notes: patient reported: previous implant's battery loosing effectiveness  patient declined education / redirected to hcp

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.